Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: review of the black box and download history revealed a call service alarm recorded on (B)(4) 2013 at 6:14 pm. The user programmed an insulin bolus of 1.47 units to be delivered. The call service alarm occurred after delivery of 0.5 units of the bolus. The bolus history did not create a partial delivery record of the amount of the bolus that was delivered. On investigation, the pump powered on normally. The pump was exercised for 24 hours on a 1 unit per hour bolus delivery program. Multiple various types of boluses were performed during the exercise and the pump did not reproduce the alarm during the investigation. The pump was opened for investigation and did not reveal any evidence of moisture, damage or defect of the interior pump components. Investigation was unable to duplicate the complaint verified in the history.

Event description:
On (B)(6) 2013, the reporter contacted animas stating the pump emitted a call service 012 alarm. The reporter reportedly programmed a combination bolus when the pump emitted the alarm. There were reportedly 3 boluses noted in the pump history on 02/16/2013 during a review. There was no patient impact associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.